Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the seal was leaking air after 1 hour of use. Seal began leaking after removing specimen using 15mm anchor bag. You could hear the air leak when a 5mm instrument was introduced into the trocar. Upon inspection of the seal, it looked as though the seal became stretched and was oval shaped rather than circle shaped. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed the circular and envelope seals were intact. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The obturator locking tabs functioned properly. The instrument was applied to test media; the blade tip penetrated cleanly and completely through the media, allowing the cannula to pass through. In addition, the trocar passed the air leak test. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.